Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The customer received pump reset information and assistance from technical support to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur.